Event description:
User receiving discrepant results when comparing 2 different methods for rubella lgg. Information provided shows 2 patient samples were positive using the initial method. Same samples repeated using different methodology were negative. If additional information is received, appropriate notification will be provided.